Manufacturer narrative:
There were multiple 510(k) numbers. PMA/510(k)#: k130470. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd max¿ system, bd max¿ instrument a false positive result was produced. There was no report of confirmatory testing. There was no report of adverse patient impact. The following information was provided by the initial reporter. The customer stated: "there are several n1 positive patient results with a high CT value (~30). N1 is the only target that is positive and reruns as negative. All em swabs resulted as unr. Customer also ran neg qc samples with no issues."

Manufacturer narrative:
H.6. Investigation: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) had an "false positive" error. Customer reported that they have received false n1 positive results on bd sars-cov-2 assay. Customer reported that when they reran the samples, the results were negative. Field service was dispatched. Field service discuss workflow and retrieve database. Service analyzed the database and noted no instrument issue. Customer performed a successful negative qc run but em results were unr. Customer resumed normal operation while monitoring for the issue to returned. Follow-up with the customer determined that the issue has resolved. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on 02oct2020, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the complaint failure mode reported. Samples were not returned for investigation, therefore returned sample analysis is not performed. Root cause cannot be determined with the information provided. Complaint is unconfirmed by service review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd max¿ system, bd max¿ instrument a false positive result was produced. There was no report of confirmatory testing. There was no report of adverse patient impact. The following information was provided by the initial reporter. The customer stated: "there are several n1 positive patient results with a high CT value (~30). N1 is the only target that is positive and reruns as negative. All em swabs resulted as unr. Customer also ran neg qc samples with no issues."